Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: a visual and functional assessment was performed on the device the following steps failed: section 10: general condition section 30: check attachment coupling section 60: check for sticky triggers. During the service evaluation the following failures were identified: device interaction (2+ devices) : difficult to assemble/disassemble functional : moving parts do not move smoothly - trigger visual : contact damage visual : component damaged. Conclusion: failure reported is confirmed root cause: faulty parts (3210). Action: repair. D9: corrected.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to component failure due to wear.

Event description:
It was reported that during service and evaluation, it was determined that the small battery drive device was (2+ devices) : was difficult to assemble/disassemble, the trigger moving parts did not move smoothly, had contact and component damage. The device also failed pretests for general condition, check attachment coupling and check for sticky triggers. It was reported in the service order that the device did not move smoothly. It was unknown when the event occurred. There were no reports of delays to a surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2025. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: a visual and functional assessment was performed on the device the following steps failed: section 10: general condition section 30: check attachment coupling section 60: check for sticky triggers during the service evaluation the following failures were identified: device interaction (2+ devices): difficult to assemble/disassemble functional: moving parts do not move smoothly - trigger visual: contact damage visual: component damaged. Conclusion: failure reported is not confirmed.